Event description:
It was reported that a malfunction alarm occurred with a code of malf 12, but there were no notable events leading up to it. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided instructions to reset the pump, and the issue was resolved without recurrence. The customer was advised to continue using the pump and to contact support if the problem returned.